Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly that started two weeks prior to the revision procedure. The ipp pump and reservoir were explanted and replaced with a new ipp pump, and reservoir. During the revision procedure the physician observed cracks in the tubing that connected the pump and reservoir. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the hole in the tubing was confirmed as analysis identified a hole in the kink resistant tubing (krt). Technical analysis: the ms pump and reservoir flat 100ml was returned for analysis to our post market quality assurance laboratory. Visual examination identified a fluid leak in the kink resistant tubing (krt) at the reservoir adapter strain relief junction due to fatigue and a hole was present. The pump was visually and functionally tested and there were no holes, leaks or any device malfunctions observed during analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly that started two weeks prior to the revision procedure. The ipp pump and reservoir were explanted and replaced with a new ipp pump, and reservoir. During the revision procedure the physician observed cracks in the tubing that connected the pump and reservoir. The patient was stable following the procedure.